Event description:
It was reported to covidien that a customer had a problem with a sponge. The customer states that the "vistec is shredding when they are in surgery in one very small section. This happened during a thyroid surgery. The bottom part of the gauze that was full of blood and saline actually disintegrated into the patient leaving pieces inside. Long pieces of thread and short pieces about 1/2 cm to 1 cm also came off and were difficult to see and clear out of the wound. Irrigated wound with saline and picked the rest out with tweezers."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.